Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the electrosurgical generator received error e433. There were no reports of patient harm or injury.

Event description:
The event occurred during a therapeutic transurethral resection of the prostate procedure that was completed with a similar device. There was a 5 minute delay due to switching devices without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b5, d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was plausible, but not confirmed during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.